Manufacturer narrative:
All available information was investigated and the reported physical resistance of the arm positioner and clip opening during efaa could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance of the arm positioner and clip opening during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip opened during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. While establishing final arm angle (efaa), the clip opened and resistance was noted with the arm positioner. The leaflets were ungrasped and the cds removed without issue. Three clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.